Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. It was stated that the doctor and the diabetes specialist thought it may have been an issue with the insulin pump. The customer stated that he was on manual injections and it has been working well for him. The customer also stated that he was on the insulin pump while being in the hospital, but he was unable to control his glucose level. The basal and bolus appeared to match with the daily totals. Ran a fixed prime test and the insulin did not exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.